Event description:
It was reported that the insulin pump alarmed motor error. It was stated that the device was not exposed to a high magnetic field. The alarm was cleared and the displacement test was performed, but the test failed. It was mentioned that the customer had issues during priming. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump the displacement test. The insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to loose drive support disk. Motor passed motor test.